Event description:
It was reported that during a lap hysterectomy the white tissue pad was completely detached. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024 d4 batch #: unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. According to the information received, the reported event for the device was tissue pad detached. This is an analysis of a set of images submitted for evaluation. Two images were provided by the customer. Image 1 shows a harh handle with the batch and serial a9dk17, (B)(6). Image 2 shows a harh distal jaw inside a blister, however, the image is not so clear and no damage could be observed. Based on the photo, the reported event was not confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.